Event description:
Tampax either stays in me but not the string- vagina [foreign body in reproductive tract]. Tampax either stays in me but not the string- tampon [device breakage]. Case narrative: consumer reported via email that the tampon either stays inside of her, or the string is easily removed. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.